Manufacturer narrative:
Date of event: date of event is estimated. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported dyspnea and mitral valve insufficiency/ regurgitation (recurrent mr) were due to the leaflet perforation. The cause of the reported unspecified tissue injury associated with the leaflet perforation could not be determined. The reported patient effect of tissue injury, mitral regurgitation, and dyspnea, are listed in the mitraclip system instructions for use, as known possible complications associated with mitraclip procedures. The reported hospitalization was results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report tissue damage and recurrent mitral regurgitation. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat mixed mitral regurgitation with a grade of 4. Two clips were successfully deployed on the mitral valve, reducing mr to a grade of 1-2. Roughly three and a half months later, the patient returned to the hospital due to shortness of breath. Transesophageal echocardiography (tee) was performed and showed the xt clip had perforated the posterior leaflet, causing mr to increase to a grade of 4. No additional information was provided.